Event description:
Pt implanted in 1999 in upper vermilion. Onset of infection at lips in 1999. Implant revised in 1999 and pt treated with zithromax. In 1999 implant explanted and pt treated with zithromax.